Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder ® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to incomplete component deployment.

Event description:
On (B)(6) 2017, the patient was to be implanted with a gore® excluder® aaa endoprosthesis (pxt281418/14617697) for the treatment of the abdominal pseudoaneurysm. The patient had ever been performed with a bentall procedure and a sun's procedure. The excluder device was advanced to the target lesion without any resistance, where the dimension of vessel was measured as 25mm. After the trunk-ipsilateral leg of excluder being deployed, the endoprosthesis was observed not in fully expansion in the proximal. A 32mm cook coda balloon was used to balloon the proximal part and a certain resistance was felt during ballooning, the proximal part was expanded better but still not in fully expansion. Therefore, a 32mm medtronic cuff stent was implanted in the proximal and finally forced the excluder device in fully expansion. The procedure was completed successfully and no complication to the patient.